Event description:
Reporting status: serious injury/permanent damage, reporting rationale: separated guide wire remains in patient, device issue: guide wire separation. It was reported that during the maneuvers to check a 100% occlusive restenosis which was located at a previously implanted stent, a fracture of the terminal radio-opaque portion of the cross-it guide wire occurred. This portion of the guide wire remains entrapped in the right coronary tract that was chronically occluded inside the previously implanted stent, without causing alterations of the coronary flow, electro-cardiographic alterations or clinical symptom. Reportedly, the patient is fine. No add'l event or patient info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. Historical data shows that guide wire tip damage of this mature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A cine of the procedure was returned which confirmed that the stent in the circumflex marginal branch did appear to be occluded and images show what appears to be the guide wire tip separation. Analysis of the guide wire could not be made, and therefore, a definite root cause could not be determined. Case details suggests that the fracture was related to circumstances during the procedure and not a quality issue related to the guide wire.